Event description:
The customer called to report that he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 280 mg/dl. The customer stated that he was very ill, stressed and was vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. Found no delivery alarms in the history, after the customer had a bent cannula. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.